Event description:
It was reported that the system would not complete boot up. There is no report injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The systems c-arm tech processor program file was removed and replaced and the system software was reconfigured. The system was tested and found to be working as intended and returned to service.